Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine follow up about 10 weeks post-implant, the right ventricular (rv) lead and this right atrial (ra) lead exhibited loss of capture. X-rays were performed and showed the leads were dislodged. A lead revision was performed and this ra lead was successfully repositioned. The rv lead exhibited helix issues and was explanted and replaced. No additional adverse patient effects were reported. This lead remains implanted and in service.